Event description:
Customer reported button error alarm on the insulin pump. Customer also stated that the insulin pump had two large cracks on the front. Customer stated that she is in a humid environment and the moisture might have gotten in the insulin pump. Customer's current blood glucose reading is 240 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.